Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath catheter was returned for evaluation. The tissue cuff was found covered by tissue, but no evidence of dislodgement or dislocation was present. Therefore, the investigation will remain inconclusive for the alleged cuff issue. The tissue grown over the tissue cuff may have contributed to the reported dislodged/dislocated catheter. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the complainant on 08/21/2018 and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement. There was no reported patient injury.